Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735825, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site had difficulties plugging the emitter into the navigation system. Additionally, it was reported that the navigation system would not recognize the emitter. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Further troubleshooting found that the flat emitter cable was not operating properly and that it would get stuck when attempting to plug in and unplug the emitter.

Manufacturer narrative:
The emitter was returned for analysis. Physical damaged was confirmed with the part. If information is provided in the future, a supplemental report will be issued.